Manufacturer narrative:
(B)(4). Batch # t5a83g. Product investigation summary: the analysis results found that a sr75 reload was received with the gripping surface broken off. The reload was received unfired and swing tab was in the unlocked position. No functional testing was performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique.

Event description:
It was reported that during an unknown procedure, the reload couldn't be fired. There were no patient consequences reported.